Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis (previously, the date of the event was reported as (B)(6) 2016). Hospitalization for the previously reported event lasted approximately one week. In-center hemodialysis therapy was ongoing at the time this additional information was received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis with the plan of returning to pd therapy in approximately two months. At the time of this report, the patient was recovering. No additional information is available.